Manufacturer narrative:
The reported device was investigated onsite by our field service engineer (fse). No errors could be reproduced during the onsite investigation. The logs were downloaded and sent in for further investigation. Our evaluation of the returned device logs shows that device passed the system pre-use check both prior to and after the event. The reported alarm (te 20004) is an alarm that indicates that the alarm sound level is too low. This alarm could not be confirmed by the evaluation of the returned logs. The logs can confirm the reported shutdown; the device shutdown was done by using the on/off switch, and was not preceded by setting the device to standby first. The returned device logs do not contain any technical alarms that could indicate on a permanent malfunction. Our conclusion into this matter is that no malfunction could be established by either the onsite investigation, or our log evaluation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator shutdown and generated a technical error code for alarm sound level too low. There was no patient harm. Manufacturer's ref #: (B)(4).